Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2007 and mesh was implanted into the patient. The patient experienced pain, erosion of her internal bodily tissue and other injuries, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
It was reported that the patient underwent removal of portions of mesh on unknown date, due to mesh sticking out and poking the inner thigh.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced brown vaginal discharge, urinary tract infection, burning sensation, urinary frequency, urgency, and vaginal odor.